Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the device and was unable to duplicate the reported issue. The suspect device/component passed all testing and met all specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2150 occurred reset alarm. At this time, there is no information regarding patient involvement associated with the reported event.